Manufacturer narrative:
A 500ml baxter bag 5% dextrose. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the texium sets are leaking at the bond above the texium. They have noticed that, at times, the bond appears messy and cloudy, and at other times, are normal in presentation. This occurrence does not happen in the pharmacy during medication preparation, but on the nursing units. The customer states that they tried to recreate the leaking event, but was unable to achieve. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the texium leaking and a bond that appears messy and cloudy was not confirmed. Visual inspection found no evidence of the texium bond appearing cloudy. Functional and pressure testing identified no leaks or anomalies. The root cause of the reported failure could not be identified.